Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of channel error 351.6660 was confirmed and replicated during the investigation. A worn split nuts product analysis procedure was performed to verify the device¿s functionality. During a one-hour test infusion, the device displayed error code 351.6660 (syringe plunger position failure), confirming the complaint issue. The device was internally inspected to assess the condition of its components. Findings included a damaged timing belt, plastic particles inside the rear case, and worn split nuts with minor damage. The timing belt was replaced with a known good part for testing purposes only, and the same test infusion was performed. The result was a successful infusion with no issues or malfunctions observed. The event date provided by the facility was 8 october 2025 at 7:00 am. The concomitant pcu (s/n (B)(6)) was not returned for investigation, and its logs were not provided. Therefore, the logs of the suspect syringe module (s/n (B)(6)) were used for the analysis. The error log was analyzed, and a total of seventeen (17) occurrences of error code 351.6660 (syringe plunger position failure) were found between (B)(6) 2024 and (B)(6) 2025. The last power-on event near the reported date occurred on (B)(6) 2025 at 3:35 pm. (B)(6) 2025 at 3:36 pm, syringe module 8110 (s/n (B)(6)) was selected twice, and an infusion was programmed. The syringe type was bd plastipak 50 ml, with a rate of 1 ml/h and a volume to be infused (vtbi) of 47.0645 ml. The infusion started, and a priming infusion was initiated before the main infusion with a rate of 999 ml/h and vtbi of 2 ml. Priming was started three times. At 3:37 pm, priming was completed, and the infusion started with vtbi = 42.8379 ml. (B)(6) 2025 from 3:51 pm to 3:52 pm, syringe module 8110 (s/n (B)(6)) was selected, and an infusion was programmed. The syringe type was bd plastipak 50 ml, with a rate of 1 ml/h and vtbi = 49.9482 ml. The infusion started, and a priming infusion was initiated before the main infusion with a rate of 999 ml/h and vtbi = 2 ml. Priming was started twice. At 3:52 pm, priming was completed, and the infusion resumed with vtbi = 48.7552 ml. From 7:18 pm to 7:22 pm, the syringe module was selected three times. (B)(6) 2025 at 8:39 am, the syringe module was selected. From 3:25 pm to 3:27 pm, the channel off was canceled, and an infusion was programmed. The syringe type was bd plastipak 50 ml, with a rate of 1.83 ml/h and vtbi = 48.8404 ml. The infusion started, and a priming infusion was initiated before the main infusion with a rate of 999 ml/h and vtbi = 2 ml. Priming started four times. At 3:27 pm, priming was completed on syringe module 8110 (s/n (B)(6)), and the infusion started with vtbi = 47.6564 ml. (B)(6) 2025 at 7:06 am, a channel malfunction occurred with error code 351.6660.0 (syringe plunger position failure). At 7:07 am, the channel off command was pressed three times. Bd alaris system channel error tip sheet states the following instructions: to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Bd alaris system manual (v12.1) states in trouble shooting and maintenance the following about ¿syringe calibration required¿: meaning: the module needs calibration before use. Calibrate scrolls in the message display. Other modules currently infusing will continue to operate. Response: replace the module with an operational device as soon as possible. Service by qualified personnel is required. Press the confirm soft key to continue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported IV pump channel error is attributed to a damaged timing belt. Note that this report lists imdrf annex a1801, a040507, c0601, c070606, d15, g04037, g04061 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion, the syringe pump displayed a channel error message accompanied by an unusual alarm tone. The infusion automatically stopped. The pump was being used to deliver norepinephrine to a patient on multiple inotropes (epi 0.1, ne 0.1, and vaso 1.2). The clinician quickly transferred the infusion to another pump. The device had showing 351.6660. The customer ran a 2 hour functional test: 50ml syringe at 25ml/hour; it failed after about an hour. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion, the syringe pump displayed a channel error message accompanied by an unusual alarm tone. The infusion automatically stopped. The pump was being used to deliver norepinephrine to a patient on multiple inotropes (epi 0.1, ne 0.1, and vaso 1.2). The clinician quickly transferred the infusion to another pump. The device had showing 351.6660. The customer ran a 2 hour functional test: 50ml syringe at 25ml/hour; it failed after about an hour. There was patient involvement but no harm.